Event description:
A male underwent initial aaa repair in 2008. A main body and two iliac leg grafts were placed. The iliac angulation exceeded 90 degrees and stenosis was observed. The procedure went as labeled. Then, at about 2 months later, the patient presented with numbness in his leg. Angiography noted a kink and stenosis in the ipsilateral leg graft in the proximal side and occlusion due to stent thrombosis. Removal of blood clots was performed using another manufacturer's balloon and another manufacturer's stent was placed. The patient has recovered.

Manufacturer narrative:
Event evaluation: still under investigation.